Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured may 30, 2014 to june 4, 2014. Evaluation summary: visual inspection revealed a solid white particle measuring approximately 1.64 mm in length floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. This was noted during filling. There was no patient involvement. No additional information is available.